Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump determined it was used to infuse remodulin 10mg/ml at 0.062mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the pump was explanted due to normal battery depletion. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving remodulin (10 mg/ml at an unknown dose) via an implantable infusion pump. It was reported the patient underwent a refill (unscheduled (B)(6), on (B)(6) 2018, and the expected programmer reservoir volume was 3.4 ml, however, the actual residual volume removed from the pump reservoir was 12.0 ml. This was outside of the accuracy chart reading acceptable range. The patient did not report any signs or symptoms prior, during, or after the refill. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.